Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Three opened probe with tip protector in a tray were received for the report. Sample 1 was not within the reported pak lot number reported based on radio frequency identification (rfid) tag identification; therefore, no sample evaluation was performed. Sample 2 was visually inspected and found to be nonconforming with orange/brown foreign material inside the port and on the welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both tests. Sample 3 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Sample 2 and sample 3: based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample 2 and sample 3 were conforming for all functional testing. Sample 1: based on the evaluation of the information and materials received (the reported product and lot was not received), the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to that the returned sample 2 and sample 3 met specifications. Sample 1 lot number was not within the reported pak lot number based on rfid tag identification; therefore, specific actions with regard to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the vacuum climbs, probe was not fast before surgery. The procedure type was unknown. The surgery was completed on the same day and it was unknown how the procedure was completed. There was no information about patient impact.